Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incarcerated incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery, ventral hernia repair surgery, small bowel resection, appendectomy and cholecystectomy on (B)(6) 2011. It was reported that the patient experienced severe pain, recurrence, infection, bowel resection, bowel erosion, nausea, chills, inflammation, bulging, loss of appetite, stress and anxiety. No additional information is provided.